Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-540 mg/dl) and insulin injections were administered to address bg. Pump system check with tandem technical support found the pump to be functioning properly. Reportedly, customer used humalog in the cartridge for 3 days versus the labeled 48 hours. Although there were no identifiable pump issues, contact alleged there was an issue with the pump.